Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was observed that the wire was stuck and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was observed that the wire was stuck and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: device code 2610 captures the reportable event of bands failed to deploy. Device code 1069 captures the reportable event of the wire was stuck during the procedure. Block h10: investigation results. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was secured in the handle assembly slot when received. The trip wire was not broken, was properly placed and was partially rolled in the handle assembly; however, the trip wire was kinked in several locations. It was possible to observe that the suture was broken with one section was attached to the trip wire loop and the other section was attached to the ligator head. Further analysis noted that the evidence of suture broken was likely to separate the device from the scope. This condition is not considered as an issue of the device. The ligator head was returned with all the bands attached on it, but the bands were moved out from their original positions, indicating the deployment failure reported by the customer. Some of ligator head teeth were bent while the suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.